Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the overlay tubing of the lead was extrinsically breached due to a cut. The overlay tubing of the lead was observed to have blood ingression. Visual analysis of the lead indicated damage at implant. The analyst noted that the overlay tube cut locations are consistent with the suture locations on the anchoring sleeve. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant, the lead insulation was damaged after anchoring the sleeves and the suture was cut. The lead was removed from implant and a new lead was implanted. No patient complications have been reported as a result of this event.